Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2026. On 03/01/2026, the patient reported feeling very low and unwell with unspecified symptoms and initially believed she might have had the flu. At the ER, a fingerstick test (fsbg) confirmed her glucose was below 20 mg/dl. She received IV glucose, which improved her condition. ER staff recommended replacing both the sensor and transmitter to rule out device issues, and she removed and discarded both components. She remained in the ER for approximately five hours for monitoring. Before discharge, her glucose level had improved to about 100 mg/dl, though she could not recall whether this was the cgm or fsbg value. Due to memory difficulties, she was unable to recall additional fsbg readings but stated she was told her fs bg had been very low. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
The sensor was inserted into the abdomen on (B)(6) 2026.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "the wearable was inserted into the abdomen on (B)(6) 2026." B6 relevant tests/laboratory data,inclu - correction h2 correction